Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Bg cause was not known. Customer drank soda to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 48-51 mg/dl were recorded by continuous glucose monitor (cgm) from 12:59:39 pm to 1:09:39 pm on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 12:59:39 pm. On (B)(6)2020, at 9:20:26 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.